Event description:
The user facility reports that during a laparoscopic cholecystectomy, the hinge part broke and the broken piece dropped into the donor's abdominal cavity. The broken piece was removed from the donor's abdominal cavity. There was no reported pt injury. Note: the dealer supplied info from the user facility that an x-ray was taken and they determined that the broken piece was removed from the pt.